Event description:
It was reported that patient had smith+nephew components since 2018. A revision surgery was performed on (B)(6) 2020 due to arthrosis,. The parts were ex-planted due to painful prosthesis and aseptic mobilization.

Manufacturer narrative:
It was reported that patient had a revision surgery was performed, 2 years post-op, due to pain, arthrosis and aseptic mobilization. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As lot information was not made available, device history record and complaint history review cannot be completed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to traumatic injury or patient conditions. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.